Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 486 mg/dl. He retested using another breeze2 meter and received a reading of 168 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The meter that read higher was replaced at the customer's insistence. No product will be returned.